Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 532 mg/dl. The customer changed the cartridge, infusion set tubing and site. A bolus of insulin was delivered and the bg was lowered to target level. As the occlusion alarm had occurred in the past, troubleshooting to determine a possible cause of the occlusion was unable to be performed.